Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that patient presented with an adverse event of pocket infection. On (B)(6) 2026, the implantable cardioverter-defibrillator (ICD) was explanted while the right ventricular (rv) and left ventricular (lv) leads were capped. The patient was stable throughout the procedure.